Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. The indication for implantation was obesity being treated with gastric surgery. The physician wanted the filter placed one week prior to the gastric intervention for prophylaxis. There were no reported intraoperative complications and there was <3ml blood loss. The patient tolerated the procedure well. On or approximately three years and five months post implantation, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. The following additional information received per the patient profile form (ppf), that the patient developed an aneurysm near the site of the filter on or approximately three years and five months post implantation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Per the patient profile, there have not been any attempts made to remove the filter. The patient is also suffering from anxiety. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor the device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films or imaging to review, the events of embedded and aneurysm formation cannot be confirmed. The aneurysm formation may be related to the endothelialization process and the event of embedding. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00461 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient was implanted with an optease inferior vena cava (ivc) filter. On or approximately three years and five months post implantation, the filter was found to have embedded in the wall of the ivc preventing the device from being safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care any treatment. As a further proximate result, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form (ppf), that the patient developed an aneurysm near the site of the filter on or approximately three years and five months post implantation. According to the ppf there have not been any attempts made to remove the filter and the patient is suffering from anxiety. Originally according to the medical records, the patient¿s pre op diagnosis was obesity. The physician wanted the filter in place as the patient was set to have bariatric surgery a week post implantation. There were no reported intraoperative complications and there was <3ml blood loss. The patient tolerated the procedure well.